Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator upgrade procedure, the left ventricular lead caused the patient to experience phrenic nerve stimulation. The lead was not installed and a new lead was implanted. The patient was in good condition post procedure.